Event description:
Healthcare professional reported left side capsular contracture, baker grade IV with discomfort, hardening, and deformity, "enlarged ganglion," "ovoid image," folds, and silicone extravasation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, diagnostic testing, explant date and device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reports left side capsular contracture, baker grade unspecified. Device remains implanted.